Event description:
A patient was positioned on the or table. The patient was intubated and all IV lines were in position. The or table was locked and in the level position at the time of incident. While positioning the patient's arms at her sides with gelpads, the or table dropped and rapidly turned into a 60 degree angle to the right and became unstable. Personnel involved maintained patient safety until patient transferred to another or table that was brought into the room. The patient's head and body alignment was maintained during the incident. The or table involved has a 400lb weight limit. It was last inspected october 2010.